Event description:
The customer called to report that they were taken to the hosp in a diabetic coma with low bgs. States they were not admitted but were kept in the emergency room until their bgs started to rise. Troubleshooting was done on the device. The device passed the leadscrew test. There was no indication that any programming was done on the day of the hospitalization.